Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. As no customer materials were received for investigation, a specific root cause could not be determined.

Manufacturer narrative:
No materials were received for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
When testing his son, the customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 5.9 inr. The result from a hospital's coaguchek inrange meter was 4.4 inr. The venous sample was drawn and the result was 3.5 inr. The laboratory method was not known. On (B)(6) 2018, the result from the meter was 4.4 inr. The result from a hospital's coaguchek inrange meter was 4.9 inr. The customer used separate fingers for the all tests. There was no allegation of an adverse event.